Event description:
It was reported that a patient underwent a scar revision of an abdominoplasty on an unknown date and a topical adhesive was used. Seven days post operative, she developed a pruritic erythema along the surgical site. She was treated with topical steroids and her symptoms dissipated within several days. A patch test for the topical adhesive was done and resulted in a localized reaction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.